Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized due to complications with anesthesia used during the implant procedure. There have been no reports of further complications regarding this event and the patient is currently using their device to find effective pain relief.